Manufacturer narrative:
It was reported to abbott, a patient was seeing the message ¿pc virtual clinic is no longer available." Technical service tried trouble shooting efforts but then the patient was unable to connect to the ipg at all. The message ¿the generator is not responding¿ kept being displayed. The patient met with a rep and still communication could not be established with the ipg. The patient is to undergo a battery replacement. The issue was closed pending surgery info. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was not communicating with external devices. A manufacturer representative met with the patient and was also unable to connect. Surgical intervention may take place at a later date to rectify the patient issue.